Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 5-may-2024, it was reported that three infusion set was fell off during use and infusion set is long for 24-48 hours. The blood glucose level was high due to correction injection via mdi and pump. No further information available.